Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "hospira was notified yesterday that an incorrect programming of the pump delivered a 10ml dose to patient instead of a 10mcg dose (fentanyl). Hospital wanted to download the event log, to review the programming further. Hospital unable to do so as correct hardware not available. Pump returned to hospira service centre in botany to preform download on customers behalf and to investigate the event. Acknowledgement letter will be sent to customer once cmr number is available. (B)(6). Pump treatment information: na. Type of drug: na. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no. " additional information was received on mar 23th, 2016: "the patient involved in this incident was fine, no internal investigation into the medical status of the patient was conducted. The incident was investigated internally and reported that it was user error of the equipment." Additional information was received on mar 30th, 2016: "hi sapphire complaints. Please see below further information regarding the incident and patient outcome from hospital. The second incident again occurred with staff not knowing how to program a four hourly limit. The patient was in ICU. The pca had been made up in the morning prior to patient arriving in ICU later that day. The staff programmed the pca incorrectly leaving out the 4 hour limit. When the patient arrived in ICU the staff members connected the pca and noted 4 hour limit not programmed. They fiddled with the program and somehow changed the program and selected mls per hour so that the patient received bolus doses 10 mls (100 mcgs of fentanyl) instead of 10 mcgs/1ml. The patient received 6 x 10 ml boluses before staff realised the bolus was taking longer than normal to deliver its dose and blamed the machine and changed the machine over. Thankfully the patient suffered no adverse event. By looking at the events log we were able to work out the machine was fine and that the program was entered incorrectly by nursing staff and they still did not put a 4 hourly limit in successfully. There seems to be major issues concerning programming 4 hour limits and as you know education of staff re pcas is a priority now at westmead private. "